Event description:
Pt received a sulzer orthopedics, inc inter-op acetabular shell implant in 2000 at an institution other than the one listed on this report model number and lot number unk. In 2001, the device was explanted. Preoperative diagnosis: failed sulzer acetabulum, right total hip replacement. Postoperative diagnosis: same procedure performed: revision, acetabulum, right total hip replacement.